Event description:
Discordant, falsely elevated troponin results were obtained on three samples from one patient on an advia centaur cp instrument. The patient was being monitored for troponin and had three samples drawn at three-hour intervals. The samples were tested on the advia centaur cp instrument and a dimension rxl max instrument. The troponin result from the dimension rxl max instrument was reported for the first sample and the results from the advia centaur instrument were reported to the physician(s) for the second and third samples. The customer stated that the results from the dimension rxl max instrument were not matching the results of the advia centaur cp instrument and the customer did not know which were correct. In an investigation by siemens healthcare diagnostics, inc. The advia centaur cp results were determined to be falsely elevated. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and did not find any instrument issues. Siemens healthcare diagnostics tested the samples in non-specific binding blocker tubes and the patient's results were not changed on either the advia centaur method or the dimension rxl method. The cause of the discordant, falsely elevated troponin results is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.